Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an unspecified procedure, the coating of a hiwire nitinol hydrophilic wire guide peeled from the device. The user moistened the wire guide with saline when the delamination was noted. The device did not make patient contact. A new device was used to complete the procedure. There was no reported impact to the patient as a result of this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, prior to an unspecified procedure, the coating of a hiwire nitinol hydrophilic wire guide peeled from the device. The user moistened the wire guide with saline when the delamination was noted. The device did not make patient contact. A new device was used to complete the procedure. There was no reported impact to the patient as a result of this occurrence. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the instructions for use (IFU), and quality control data. One hiwire nitinol hydrophilic wire guide in prior to use condition and thirteen unused devices were returned for investigation. For the opened device, inspection revealed there was approximately 9.7cm of wire without coating. The affected component is supplied to cook. The used device was returned to the device supplier for further investigation. The device presented 9.45cm of the proximal end of the polymer jacket assembly prolapsed distally over itself, exposing the proximal 9.65cm of the metallic core wire. The doubled over polymer jacket resulted in a diameter of .03935¿ in the affected region. The exposed wire surface presented parallel scratches running axially along the length of the exposed wire when viewed under magnification. The specimen also presented a large radius bend 1.80 to 16.70cm from the distal tip; consistent with tensile loading. Cook supplied images presented approximately 9.7cm of polymer jacket removal from the end of the wire, exposing the metallic core wire. A review of the device history records conducted by the supplier did not present any indication of manufacturing defect or anomaly that could have impacted the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at the supplier and was determined to be acceptable. The supplier investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. With the multiple 100% visual inspections the product is subjected to during the manufacturing and packaging operations, it is highly unlikely that the damage presented by the specimen and in the cook supplied images was present when the product shipped from the supplier. The supplier determined it was not possible to assign a definitive root cause for the event as reported. A review of complaint history records shows no other complaints associated with the complaint device lot. A device master record (dmr) review was performed, and device quality control procedures associated with the complaint were identified. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred.¿ cook has concluded that a cause for this event could not be established. It is possible that the handling of this device contributed to this failure, but this cannot be definitively confirmed. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.